Event description:
It was reported that the customer had a large variance between sensor glucose reading and blood glucose reading on his insulin pump. His blood glucose was 146mg/dl at the time of reporting. Troubleshooting suggested that he may have a defective sensor. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.